Event description:
Customer reported a past incident of low blood glucose levels without knowing the exact cause and noted that the lowest level displayed was ¿low.¿ customer's wife called ems for assistance, and paramedics provided treatment with glucose packets. The event occurred with the control-iq feature enabled on their pump, and customer was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels.